Event description:
Information was received from multiple sources (patient (pt), healthcare provider (hcp), and manufacturer representative (rep)) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was patient reported that their stimulation was not on. Patient stated that they were on group b and the battery was 3/4 full and the stimulation was at 4. 70. Patient noted that they did not feel the stimulation, but the screen indicated therapy was on. Pt noted the therapy was increasing and decreasing without them changing stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient was sent physician listings. Caller is from managing hcp office and told by pt that his battery isn't turning on and not working. Pt wants to meet with rep to have system checked. Transferred to  national answering service (nas) number. Rep was present with the patient in clinic. Rep states that the patient felt unexpected stimulation, in the form of "jolts". Following this, they could not turn stimulation on. Upon meeting with the patient today in clinic, the rep states he was able to turn stimulation on, but the patient cannot feel stimulation. Rep states typically the patient is at 4.5 v and was turned up to 6 v and still couldn't feel stimulation. Rep reports that upon doing an impedance check, there are some high impedances, but not on the pair that is programmed. Patient only uses program b. Rep states that the patient is programmed on electrodes 8 and 11 with an impedance of 2762 ohms. Electrode 12 has an impedance of over 10,000 ohms. Advised rep to try turning stimulation on with a different electrode pair. Rep states the patient was able to feel stimulation. Advised rep to re-program the patient. Rep states the patient has not had any falls or accidents. Rep states the patient is listed as having high impedances on the same contacts that are high today, in 2019.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.